Manufacturer narrative:
Angiodynamics has initiated communication with the hospital in an attempt to obtain additional information about the reported event. The investigation is on-going and upon completion, a supplemental medwatch will be submitted. (B)(4)

Event description:
Angiodynamics was notified of the event via voluntary event report mw5076283 which the hospital had submitted to the FDA: a patient at a physician's office visit indicated that their port (smart port implanted on (B)(6) 2016) did not flush properly or draw blood. They were sent to interventional radiology for a port check on (B)(6) 2018 where it was discovered that the catheter had detached from the port reservoir. The catheter portion was retrieved by the interventional cardiologist the same day. No further complications were indicated.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured/migrated. " no adverse trend was identified. Although the reporting facility was unable to release the device to angiodynamics for evaluation, they did provide photos. Based on the photos supplied by the hospital, the complaint is deemed confirmed for catheter tubing fractured where the catheter exited the blue boot. The appearance of the fracture was jagged. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The jagged fracture, however, combined with the 2 years that the catheter was in place, suggests the root cause may have been flexural fatigue of the catheter. ((B)(4))